Event description:
Healthcare professional reported right side "the patient has a scan confirming small rupture" confirmed via mammogram. The device remains implanted.

Manufacturer narrative:
Phone number- (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
The device has been explanted.